Event description:
During a laparoscopic resection procedure, the device could not be opened while on the tissue. The device had to be excised from the tissue and additional resection was required. There was no pt consequence.